Event description:
The customer alleged the unit was leaking disinfectant. The customer stated the leak appeared to have come from the front right corner of the unit. No injuries were involved. A field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The vendor evaluated at the customer's site. The field service engineer (fse) found excessive foam in the disinfectant reservoir causing the foam to leave through the overflow. The customer stated they were using a different detergent to clean the scopes. The fse emptied, rinsed and refilled the reservoir. The system met the MFR's specs.